Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family reported via phone call that they experienced high blood glucose. The blood glucose level at the time of the incident was 530 mg/dl. Customer¿s another blood glucose was 324 mg/dl. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will be returned for analysis.